Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # r57045. Device analysis: the analysis showed that the ats45 device was received with no apparent damage and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/3 and with the reload lock out spring damaged. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed, and no cut line started)? Surgeon claimed device fired and deployed "funny looking staples" but did not cut. Or, did the device fire past the safety lock out? Uncertain as surgeon said after they could not fire grey handle. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Surgeon stated they were odd looking...not all staples formed properly. Was the staple line interrupted; staples not present/visible on any portion of the staple line? Did not say. Said there were staples, but device did not cut. Used endoloops and scissors to cut and complete transection/procedure.

Event description:
It was reported that during a lap appendectomy, incident described as stapler firing, deploying staples that ¿didn¿t look right¿ and the knife not cutting tissue. They said they were able to close handle and only partially fire - (suggesting lock out). Used endoloop and scissors to complete case and cut around area of formed staples that were no transected. There were no patient consequences.